Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in a wound. The patient was hospitalised for 5 days (specific dates not reported), and was treated with IV antibiotics.

Manufacturer narrative:
(B)(4): implanted device remains.